Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the representative received a message after attempting to pull the ins out of overdischarge. They met with the patient yesterday to run a physician recharge mode (prm) and then received the error code of >250. The tool recommended forcing the ins to power on reset with the physician recharge mode. They attempted 3 prms with the caller on the phone and reported they were receiving good number with the antenna locate function. The representative reported they would attempt to interrogate the ins using their programmer to see if it provided any information. No symptoms or further complications reported. Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that the overdischarge had not been resolved, as they were unable to restore the battery. The manufacturer representative stated that no further attempts would be made to bring the device out of its overdischarged state. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the overdischarge was not determined. No further complications were reported or anticipated.